Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that after starting the programmer, it suddenly failed to display in one to three minutes and the power supply was not working. After unplugging the power cord of the link electronic module (lem) circuit board and turning on the machine for ten minutes, the power supply was working normally, so it was determined that the lem board was damaged. (B)(4).

Event description:
It was reported that when starting the programmer, the electricity was suddenly cut off. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for service and repair. This site confirmed the reported event, the programmer shut down after about 20 seconds. As a result the main processing unit (mpu) board was replaced. Also, the hard drive was reimaged and software was reloaded and updated. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.